Event description:
It was reported that the patient passed away. The cause of death is not known. The pacemaker and leads were explanted.

Manufacturer narrative:
Device returned for analysis due to patient death. Analysis performed, including electrical, mechanical and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.